Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26nov2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen "was bad" in the corners. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 13feb2019, date rec¿d by MFR : 12feb2019. The touchscreen was returned to philips for failure analysis. The customer complaint of "touchscreen failure" was able to be duplicated. Testing revealed that the screen was damaged. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 24dec2018. Date of manufacturer: 23dec2018. The manufacturer¿s field service engineer (fse) confirmed the reported touchscreen issue. The fse powered on the unit in diagnostic mode and attempted to calibrate the touchscreen. The unit would not respond to touch. The manufacturer¿s field service engineer (fse) replaced the touchscreen and performed all required performance verification tests per philips' manual. The unit passed all tests successfully and was returned to service.